Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the ventricular lead perforated the patient. Chest tube was required to perform drainage. The patient's condition was stable post procedure.